Event description:
Procedure: bypass of gastroenterostomy. Customer states: when resecting duodenum with I-drive and egia60avm, surgeon grasped tissue, but the device could not be fired at all. The blue indicator of the handle was illuminating at this time. Opened another reload to continue the procedure. The products were not collected due to a (B)(6) patient. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No further incident. No patient harm.

Manufacturer narrative:
(B)(4).